Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7074860/7075343.

Event description:
T was reported that the patient experienced discomfort at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned, as they were kept by the facility.